Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating a problem with the ECG cable. The fse evaluated the device onsite and confirmed the failure with ECG cable. The issue was resolved after the ECG cable was replaced. After the replacement of the ECG cable, the device passed the operational check and was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a damaged ECG cable. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the ECG cable and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.